Event description:
Revision surgery - due to pain in hip.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2022-00014; 941-01-32d, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.